Manufacturer narrative:
Although the exact date of the primary surgery is unknown, it was reported to have occurred approximately two months ago. No product was reported. Product information required to review the device history records was not provided. The investigation could not draw any conclusions about the reported infection. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Event description:
Patient was revised to address a staff infection.